Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the guidewire lumen 7.4cm from the tip. Microscopic examination revealed no additional damages. The stent was implanted and did not return for product analysis. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent positioning difficulties were encountered. Vascular access was obtained via the femoral artery. A 6 fr unspecified introducer sheath was advanced, pigtail catheter was passed, injection was performed with contrast media and the lesion was visualized in the iliac artery. Pre-dilation was performed using a mustang balloon catheter the a 8x60x120 epic stent was advanced to treat the lesion. During deployment the stent "jumped" into the artery approximately 2cm resulting in a large part of the stent extending into the aorta. The procedure was completed since the lesion was also covered. There were no patient complications nor injuries reported.

Event description:
It was reported that stent positioning difficulties were encountered. Vascular access was obtained via the femoral artery. A 6 fr unspecified introducer sheath was advanced, pigtail catheter was passed, injection was performed with contrast media and the lesion was visualized in the iliac artery. Pre-dilation was performed using a mustang balloon catheter the a 8 x 60 x 120 epic stent was advanced to treat the lesion. During deployment the stent "jumped" into the artery approximately 2cm resulting in a large part of the stent extending into the aorta. The procedure was completed since the lesion was also covered. There were no patient complications nor injuries reported.